Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
It was reported that in stent restenosis occurred. On an unspecified date, a promus premier drug-eluting stent was implanted in the right coronary artery (rca). In (B)(6) 2020, 75% in-stent restenosis was noted in the mildly tortuous and severely calcified rca. A 3.25mm or 3.5mm promus premier stent was placed in the distal rca and ablation of the mid to distal rca was performed with 1.5mm and 2.0mm rota burrs. A 10mmx 3.25mm wolverine coronary cutting balloon was inflated inside the stent and during the first inflation, the balloon ruptured at 12atm. The balloon was removed and the procedure was completed with a different device. No further complications were reported and the patient was good post procedure.